Event description:
It was reported that a tcr55 was used during a total gastrectomy. It was reported by the affiliate that the staples malformed. The plastic part of the cartridge was also malformed. Surgeon put overstitches to complete the case.